Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that the poor cutting during a procedure. The probe was the cutting; however, could not cut at higher speed and the spring would not rebound. The functionality of the aspiration is unknown. The product was replaced and procedure completed with no patient harm reported.

Manufacturer narrative:
No sample has been returned for evaluation. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there is one additional complaint associated with the lot for the reported issue. A sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore, the root cause for customer complaint issue cannot be determined. The exact root cause for this complaint is unknown as no sample was returned; therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).

Manufacturer narrative:
One opened probe was received. The returned sample was visually inspected and was found non-conforming with possible surgical debris on the inner diameter of the port. The sample was then functionally tested for actuation, aspiration, and cut. The sample was found conforming for actuation and aspiration and was non-conforming for cut. The probe was disassembled and the components inspected. Excessive wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Wear marks were observed at the bend area of the inner cutter and gouge marks were observed at the cutting edge and another location along the inner cutter. The o-rings, spacers, diaphragm and spring are all intact. The complaint evaluation confirms the probe had a cut issue. The root cause for the cut non-conformance and the observed foreign material in the port is due to the excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than 20 minutes and it appears that the probe has experienced a use much greater than this typical timeframe. The excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. No action has been taken as it appears that the observed cut issue was due to excessive use of the probe by the user. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time the manufacturer internal reference number is: (B)(4).